Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log. Visual inspection found cracks in the ultrasonic sensor flex tail pins. The cracks were determined to be the cause of the reported symptom. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no patient involvement. No additional information is available.